Event description:
It was reported from (B)(6) that the ventricular assist device (vad) coordinator discovered broken pins on the patient's controller at the battery port. A controller exchange was performed and the patient was provided with a new back-up controller. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The controller failed visual checks. During visual examination, it was noted that the pins on "port 1" were pushed inwards. This was preventing the unit from receiving power upon connection. While the exact cause of the reported event cannot be conclusively determined, it is likely that a misaligned connection (attempt) may have caused the event. (B)(4).